Event description:
They used the mayfield skull pin for a posterior cervical laminectomy. The physician put the correct amount of pressure and stated that everything was placed correctly. It was reported that the pin slipped. The customer does not believe this was an operator error as the surgeon has used this item numerous times before. There was a slight skin tear on the patient's scalp that was taken care of with a dressing. Surgery was delayed only a few moments. Additional information has been requested.

Manufacturer narrative:
Investigation completed (B)(6) 2017. Method: device history review. Trend analysis. Failure analysis. Device history record reviewed for (B)(6), (B)(4) manufactured on (B)(6) 2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Product inspected and no discrepancies were noted except the missing end cap. Conclusion: failure condition was unconfirmed during inspection of the unit therefore no root cause can be determined.